Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On the (B)(6), whilst at home and walking around the house, the patient felt pain in her hip and couldn't stand up. Admitted to hospital and x-ray revealed a broken exeter stem. Revision surgery was booked for the (B)(6). Stem and head removed and replaced with a new exeter 44/00 cement in cemented stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through visual inspection and clinician review of the provided x-rays. Method & results: device evaluation and results: visual analysis visual inspection was performed as part of the material analysis report (mar), this inspection indicated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured at the neck. Damages were observed on the stem, consistent with the cement-mantle breakdown process and explantation process. Damage consistent with contact against a hard object was also observed on the stem. Based on macroscopic features, the approximate direction of fracture propagation. The fracture propagated from the superior to the inferior surface of the neck of the stem. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned fractured at the neck and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: the stem fractured at the neck in fatigue. The final fracture at the neck occurred in overload. The fracture propagated from the superior to the inferior surfaces of the neck of the stem. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant stated the following comment: rejected for medical review by our clinician, confirms the broken neck. Need operative reports, clinical reports, histopathology reports, office notes, serial x-rays and examination of the explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a clinician review of the provided medical records states the following; x-ray confirms the broken neck. Need operative reports, clinical reports, histopathology reports, office notes, serial x-rays and examination of the explanted components. The device was returned and material analysis was performed which confirmed stem fractured at the neck in fatigue. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, clinical reports, histopathology reports, office notes and serial x-rays are needed to fully investigate the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On the (B)(6) , whilst at home and walking around the house, the patient felt pain in her hip and couldn¿t stand up. Admitted to hospital and x-ray revealed a broken exeter stem. Revision surgery was booked for the (B)(6) . Stem and head removed and replaced with a new exeter 44/00 cement in cemented stem.